Manufacturer narrative:
A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was requested but was not returned for evaluation. The device history record for lot m7359t304 was reviewed and the product was produced according to product specifications. All information reasonably known as of 18-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 8030647-2018-00289 for the second report. Refer to 8030647-2018-00290 for the third report. It was reported that after placement, the system did not fit on the endotracheal tube, with or without the fitting. The patient became disconnected from the respiratory system. There was no clinical consequence to the patient.

Manufacturer narrative:
One used sample was received for evaluation. Visible inspection revealed no visible damage or defect to either end of the connector. No mated components were returned, therefore no fit testing was able to be performed. Based on previous investigation, the root cause has been determined to be manufacturing related. All information reasonably known as of 11 jul 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 31 may 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).